Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and bruised under the clasp of the garment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse placed a bandage over skin irritation to ease irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.